Event description:
It was reported that, "when the surgeon was hitting a femoral component by using the femoral impactor, the femoral impactor broke."

Manufacturer narrative:
Evaluation summary: the investigation concluded that the device had degraded due to extended use and repeated sterilization. The fracture surface indicates the plastic failed due to a brittle fracture. Further investigation was able to conclude that the delrin plastic impactor pad degraded, became brittle, and ultimately failed due to repeated heat cycling during the sterilization process. The device was manufactured in 2004. The device manufacturing history record indicates no reported discrepancies.